Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device got really hot. There were no delays in the surgical procedure. A spare device was used to complete the procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device got really hot during use was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed cutter lock verification. Furthermore, it was determined during repair that the pawls and locking components were worn out preventing the device from locking the cutter. It was determined that the cause of the worn out pawls and locking components is failure to follow the directions for use and trying to run the device in the safe or load position this is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.